Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, the customer had an issue with connection between bart and piu. The signal loss and noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. This issue happened during ablation and mapping procedures. The physician completed the case without any patient consequence.

Manufacturer narrative:
(B)(4). It was reported that during an atrial fibrillation (afib) procedure, the customer had an issue with connection between bart and piu. The signal loss and noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. This issue happened during ablation and mapping procedures. The physician completed the case without any patient consequence. According to the clinical account specialist, the noise was only on ep recording system was not only related to one channel. Direct cable was used, checking the connection and there was a filter in between the piu and the amplifier. Since the signal on carto3 is clear field service engineering asked to reroute the one of the noisy signals back to the piu via pinbox and see if the noise was present. The suggested troubleshooting was not performed, but during the case support on the next case, the noise was not present at all. The issue was not duplicated. In addition, the history of customer complaints associated with this specific system was reviewed and it was found that the issue was not reported anymore. System is operational. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures.